Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl- suspected. Article citation: ¿increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast¿ de boer mintsje; van der hulst rene rwj; hauptmann michael; hijmering nathalie j; van noesel carel j m; rakhorst hinne a; meijers-heijboer hanne ej; boer jan paul de; de jong daphne; van leeuwen flora e; american society of hematology; may 26, 2020.

Event description:
Journal article: "increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast.". The article discusses 17 cases of bi-alcl and examines whether brca1/2 mutation carriership increases the risk of bia-alcl in women with implants. The article does not provide confirmation of diagnosis histological markers cd30+ and alk-. This records relates to case 15. The patient had breast cancer (left breast) at [age] which resulted in a mastectomy. Patient had mcghan breast implants inserted and was diagnosed with bia-alcl 12 years later. The lymphoma site was reported as the left breast. Location of the device has not been specified.